Manufacturer narrative:
Previously it was reported that a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board and muffler assembly were replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery checking, valve checking, a test run, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The system board and muffler assembly were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and muffler assembly functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board and muffler assembly were replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery checking, valve checking, a test run, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.